Manufacturer narrative:
A siemens field service engineer (fse) was not dispatched to the customer site. The customer stated the na electrode had been on the advia 1800 for 3 and 1/2 months when the discordant result occurred. The fse had the customer replace the sodium electrode and run qc. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration date stamped on the electrode box, whichever occurs first. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia 1800 sodium result was obtained on one patient sample. The result was reported to the physician. Repeat testing was performed on another advia 1800 system and the corrected result was reported. There were no reports of patient intervention or adverse health consequences due to the discordant sodium result.